Event description:
An (B)(6) pt with an infected pacemaker underwent two leads extraction procedure from the left side subclavia into the right atrial ventricle. The extraction was 100%successful. The ventricular lead was extracted without any complications. After extraction of the atrial lead, the transesophageal echocardiogram showed bleeding into the pericardium and some seconds later a blood pressure loss from around 110 to 50 occurred. The surgeon opened the chest by performing a minithoracotomy and sucked off the blood through the slot in between two ribs from the pericardium. The result was that the blood pressure returned to normal values. The surgeon noticed a fracture of around two centimeters at the beginning of the vena cava inferior. This was sutured by the surgeon without use of a heart lung machine, but by using a cell saver for regaining the blood during the thoracotomy. The surgeon's opinion is that the event occurred due to the leads being implanted for 27 years and considers the incident as a normal risk. A section of the device did not remain inside the pt's body.

Manufacturer narrative:
(B)(4). The event is currently under investigation.